Manufacturer narrative:
Attempts have been made to simulate the filling technique of microcuvettes used during the adverse event in order to evaluate the possible impact on the result given by the hemocue system. Forcing blood into the cuvette through a syringe (rather than through the proper filling technique of capillary action) is difficult and becomes very messy. With the improper filling technique, it is difficult to ensure a completely filled microcuvette and to ensure that no blood is left on the outside of the microcuvette before placed for measurement in the analyzer. Upon simulating the improper filling technique used by the customer/hospital, hemocue has reproduced the difference in results received in the adverse event. A microcuvette, analyzed with specimen with a known blood glucose level of approx 50 mg/dl, which upon measurement still has blood left on the outside of the cuvette, i.e. Has been poorly wiped off gives discrepant results. The used filling technique and handling may lead to both too high and too low results as well as different error messages, like ecu (empty cuvette message) which the customer obtained before. Results in the range as obtained by the customer have been reproduced when the customer's filling technique is replicated (but not when the proper filling technique per the instructions for use is used).

Event description:
According to customer/hospital: a dialysis pt, scheduled for routine dialysis, entered a "code blue", in cardiac arrest. When the pt was in cardiac arrest, a blood sample was taken and analyzed on the hemocue glucose 201 dm system. First measurement gave an error message "empty cuvette" and second measurement gave 130 mg/dl. Based on the hemocue result no treatment with dextrose was initiated. The pt expired. After the pt expired the blood glucose level was verified at the hospital laboratory using a different system. Results of 40 mg/dl and 39 mg/dl were received. The samples were from the same syringe as the one analyzed on the hemocue sys.